Event description:
During a dialysis treatment, there was insufficient weight removal. There was no pt injury or medical intervention.

Manufacturer narrative:
Test results/analysis any data recorded: the mes tech replaced uf (ultrafiltration) pump, heater deaeration chamber, dialysate connector o-rings, and a 1/4 x 1/4 tubing connector. These components were received for investigation on 1/7/97. Mes tech was contacted. He stated that uf pump was replaced due to age of pump and suspected intermittent operation. Dialysate connector o-rings were replaced due to knicks that were observed on them. Heater deaeration chamber was replaced due to observed problems in deaerating dialysate. 1/4 x 1/4 connector was replaced since it was cracked and leaking. Mes tech stated that it is unknown which location connector was from in machine. Uf pump was tested per 341555002 and heater deaeration chamber was tested per 341555001. No defects were observed in testing. Dialysate o-rings were installed into a lab machine. There was leakage observed, but only at a rate of less than 10 ml. An hour. Returned 1/4 x 1/4 connector was not tested since location of connector would affect how much it would leak if at all. Connector was observed to be cracked in stem of connector, about 80 degrees from molding seam. Heater deaeration chamber, leaking dialysate o-rings and 1/4 x 1/4 connector are not significant to this investigation. If any one or all of these components were allowing a significant amount of air into system, an autotest failure would occur. Clearance of pt would be lowered by introduction of air into dialyzer, but weight removal would not be affected. During investigation of dialysate o-rings and connector, these two components were found to be leaking. Leaks from ultrafiltration system have typically been found to contribute to excess weight removal. It is conclusion of this investigation that heater deaeration chamber, dialysate o-=rings, and 1/4 x 1/4 connector could not have caused insufficient weight removal in this incident. It is possible that uf pump caused reported incident due to an extremely intermittent condition, but during thorough testing of pump, no defects were noted. Uf pump met mfg specifications. Thermal fuse was intact and showed no evidence of melting. Facility was contacted and it was stated that there have been no further incidents with machine in this complaint. It was also stated that autotest was being performed as prescribec in cs3 operator's manual, which is another indication that component leaks described above were not significant. A review of cpf history on 1/30/97 shows that there have been no further incidents of this nature, indicating that cause of complaint condition is no longer present.